Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise oversensing was noted on the right ventricular lead. The sense polarity was reprogrammed and the lead rem ains in use. No patient complications have been reported as a result of this event.